Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that since last night, the customer's blood glucose (bg) level was high (359 mg/dl) and a correction bolus was delivered to address the high bg. The customer did not know what caused the high bg. A pump system check was performed and no device issue was identified. The customer changed the pump supplies. No issue was observed upon removal of the cannula. Tandem technical support followed up with the customer and the customer's bg level was reported to had declined to the target range.